Manufacturer narrative:
A revision procedure was subsequently performed and this lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased threshold measurements. Additionally, increased pacing and shocking impedance measurements on the right ventricular (rv) channel. Shocking impedance is now out of range with measurements in the 140 ohms range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.